Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 310 mg/dl at the time of incident. The customer reported that he changed insulin and reservoir and the insulin pump stopped and received no delivery alarm at 3.0. The customer reported that the insulin pump received no delivery alarm while priming. The customer pushed insulin using plunger and insulin exited. The customer rewinded insulin pump and reinserted reservoir into insulin pump and ran manual priming and received no delivery alarm at 2.6 unit. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, crack on display window and minor scratches on display window noted.